Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller reset the pump with guidance from technical support and successfully started their sensor session without the error reoccurring.